Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead exhibited oversensing and high out of range pace impedance measurements, greater than 3,000 ohms. The signal artifact monitor episode disabled the minute ventilation sensor. Technical services (ts) reviewed episodes and discussed ring electrode to spring contact issue. Ts suggested programming and troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This corrective action is expected to greatly reduce, but not eliminate the occurrence of intermittent impedance issues due to inadequate device-lead connection. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead exhibited oversensing and high out of range pace impedance measurements, greater than 3,000 ohms. The signal artifact monitor episode disabled the minute ventilation sensor. Technical services (ts) reviewed episodes and discussed ring electrode to spring contact issue. Ts suggested programming and troubleshooting options. No adverse patient effects were reported. The device remains in service.